Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left device migration, local reaction, and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast implant surgery with mentor medical devices (sx mpp gel 350cc, date of implant (B)(6) 2016) has experienced breast implants malposition and glandular ptosis complicated by breast pain. It was also reported that the patient has experienced fluid accumulation in both breasts. As a result, the patient underwent implant explantation on (B)(6) 2021. Fluid was collected during surgery and sent for analysis. The pathology report shows dense fibrosis and chronic inflammation consistent with capsule, no abnormal accumulation of cd 30 positive cells. Should additional information become available, this case will be re-assessed and notes will be updated, and supplemental information will be submitted. This medwatch report is for the patient¿s left-sided device.